Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including pace testing, shock testing and impedance calibration using a test cable without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed error messages that indicated that the device did not recognize a valid patient impedance. However, this is not an indication of a device malfunction. Information from the customer indicated that the multifunction cable would prompt the check pads message when manipulated. However, the multifunction cable was not returned as part of this investigation and the customer's information could not be firmly established as root cause. No trend is associated with reports of this type.